Manufacturer narrative:
(B)(4): the customer reported recurring extended self test error code 90007 pacer failure. There was no patient involvement. This report is cancelled because currently MDR is being used in place of the specific region report.

Event description:
The customer reported recurring extended self test error code 90007 pacer failure. There was no patient involvement.